Event description:
Information was received that reported a patient was hospitalized in 2009, due to an incident of hyperglycemia. The patient began experiencing hyperglycemia two days prior. She was brought to the hospital on event date, with high blood glucose. She was treated with IV insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.